Event description:
It was reported that an alert for capacitor charge time limit reached was observed via remote transmission. Programming changes were made. During follow-up in clinic, a capacitor maintenance charge time was normal. Patient was fine and will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.